Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error bad pointer, impossible default case, parameter out of range etc error right after a battery change. The customer¿s blood glucose was 140 mg/dl at the time of incident. The insulin pump will not be returned for analysis.